Event description:
Teleflex langston catheter (catalog #5540, lot #47h2400301). After crossing the aortic valve with catheter, physician tried to aspirate catheter to flush and monitor pressure. After multiple syringes, and attempts, each aspiration withdrew air from a possible leak from the catheter. We were unable to clear the catheter of bubbles. We were unable to obtain an accurate pressure from catheter, so we aborted and pulled the catheter. Physician did not want to try another catheter due to the aortic stenosis, and difficulty of crossing the valve.